Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The orsiro was returned outside the storage ring and without stent protector. The balloon is well folded and showed no signs of inflation. The stent is neither deformed nor damaged and still crimped in between the two xray markers. The cross profile was measured to be within specifications. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Event description:
An orsiro drug-eluting stent system was chosen to treat a lesion in an lcx. The device could not pass the lesion and was withdrawn.